Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor two day device had ruptured during patient use at the patient's home. The device was filled with 5-fu and saline. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This device is distributed outside of the united states; therefore, it does not have a 510k number. However, this MDR is being submitted because the device is same as or similar to a product distributed within the united states. The sample is available for evaluation, per the customer, however, the device has not yet been received by baxter. Should the device and/or additional information become available, a follow-up report will be submitted. (B)(4).